Event description:
On (B)(6) 2025 dentist reports: broken dental bur dentist reports while drilling out some tooth decay. Dentist reports: the bur that broke was a "330 pear carbide" manufactured by ss white. This is actually the fourth incident this year of this particular model of bur by this particular company breaking in the middle of drilling out routine tooth decay. The first few times I thought it was just a manufacturing defect or the angulation of the cavity was tough on the bur. Chief dentist reports: chief dental services reports: all dental providers sent email communication to alert them to quality issue with bur. No providers reported recent incident with this dental bur or other dental burs, last reported incident 4 years ago. Only single use, pre-sterilized burs are utilized in the dental service and are single use items and the dentist may need to use multiple burs during one procedure. Dental providers made aware of potential safety issue by email and in morning huddles. A new brand selected of the 330 dental bur was selected for this for future use. Pt code: 4582. Device code: 1069. Ref reports: mw5178426, mw5178427, mw5178428.